Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Reportedly, the customer went to the emergency room with a blood glucose level of 580mg/dl. The customer was treated with intravenous fluids of saline and insulin. Customer was released the same day, (B)(6) 2025, with issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.